Event description:
It was reported a 29 mm biocor valve (medwatch report # 3001743903-2010-00068) was explanted due to rupture of a leaflet. The valve was replaced with this 29 mm biocor valve. The pt expired 3 days postoperatively on (B)(6)2010, due to an intracranial bleeding event. The surgeon indicated the death of the pt was not related to the device. Additional info has been requested.